Event description:
It was reported the customer was experiencing high blood glucose was 447 mg/dl, treated with manual injections. Customer's symptoms were not feeling well. The drive support cap was normal. Customer's mother the insulin pump display it had 114 units and the reservoir was almost empty. Customer's mother was advised to do a complete set change. Manual prime performed and insulin did exit. No leaks noted. Auto off alarm noted. Customer's mother stated customer would resume therapy the following day and monitor the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.